Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 45 mg/dl. No bg meter comparison value was taken at this time. The patient felt weak and eventually lost consciousness for approximately 10 minutes. No injuries were reported. A friend found the patient and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 600 mg/dl while the cgm was still reading 45 mg/dl. Ems treated the patient with insulin injections and then advised the patient to contact dexcom. The patient was not taken to the emergency room (ER). Ems left the patient after approximately 45 minutes. The patient¿s sensor was removed and the patient was feeling better. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Once ems arrived, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.